Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure as it is likely the device interacted with the highly calcified and tortuous anatomy causing the reported failure to advance. During remove resistance with the anatomy was felt once again causing the reported difficulty to remove and subsequent stent dislodgement with the treatments of removal of a foreign body and additional therapy/non-surgical treatment. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a lesion located in the tortuous right coronary artery that was heavily calcified. The xience sierra delivery system (sds) failed to cross to the lesion and during removal, against resistance, the stent dislodged from the sds. The dislodged stent was snared and removed from the anatomy. There was no adverse patient sequela and no clinically significant delay. No additional information was provided.